Manufacturer narrative:
Drug eluting permanent right ventricular (rv) or right atrial (ra) pacemaker electrodes.

Event description:
Boston scientific received information that the patient with this right atrial lead had hematoma. In addition, the patient had myofibrosis and platelet issues thrombocytopenia. Additional information received indicating that the patient underwent a pocket revision a week prior to explant. This ra lead was explanted. No additional adverse patient effects were reported.